Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds which led to loss of capture. Noise and high pacing impedances were also observed with values greater than 2000 ohms. The ra lead was surgically abandoned and replaced. During the revision, the lead was tested via pacing system analyzer which confirmed the observations. Fluoroscopy did not reveal any lead damage. No additional adverse patient effects were reported.